Event description:
It was reported that the patient has been having variable r-wave amplitudes. Subsequent measurements at follow-visit were low. It was noted that the fluctuations could be due to patient positioning or physiology. The lead may be repositioned at a later date due to concerns of undersensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.